Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the heater line of a homechoice cassette and the heater bag. It was further described as "the spike protrudes well because both sides of the dialysate on the heating line were folded well, but the thin film on the spike side was not completely pierced". This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: upon further review of this report, it was determined that the event occurred from the spike part of the heater bag; there was no allegation or issue with the homechoice cassette as initially reported. Therefore, the homechoice cassette is no longer considered a suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.